Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx failed during a self-test and there was a solid red cross and chirp. There were no reports of patient involvement.